Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02334. It was reported the patient leads were found coiled around the ipg during a surgery that took place on (B)(6) 2020. As a result, a lead revision was completed wherein one lead was explanted and replaced and the other was repositioned. During the same surgery, the ipg was repositioned as documented in related manufacturer reference number: 3006705815-2020-02181.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.